Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a recurring power error detected alarms. Customer's blood glucose reading was 96 mg/dl. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.